Manufacturer narrative:
Subject device is an instrument and is not implanted. (B)(4): manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Add'l info from the user facility report: (B)(4).

Event description:
Add'l info from the user facility report: intraoperatively, a 2.5 synthes drill bit broke with a piece remaining in pt's right tibia.